Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported the neurostimulator battery is on fire, that it's hot to the touch. Issue started since yesterday. Patient didn't report any accident/fall or trauma. When asked to turn therapy off, patient said the sensation greatly reduced. It was reviewed to have doctor check site to make sure there isn't any infection or implant rubbing against a nerve to cause the issue. Patient mentioned he recharged the implant the day before.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported there were no factors that were obvious to warrant the patient's burning sensation. The patient and representative met with the physician and were in the process of working on replacing the battery however, they had not heard back from the physician.